Event description:
The customer contact reported blood loss. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported an unspecified volume of blood leaked from, "below the cassette and above the y-site of the tubing set." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).